Event description:
Device 2 of 3. Reference MFR report #3006705815-2018-02571. Reference MFR report #1627487-2018-09868. Additional information received identified that the during the procedure ((B)(6) 2018), it was noted the leads were inserted rightly. The leads were taken out of the ipg header and tested to have invalid impedances right lead on all contacts. Ipg header was ruled out as the cause for high impedances. The physician opened the lead anchor site and it was noted that the anchor was in the original place but the lead was noted to have a break visibly. As such, the lead was explanted and replaced. The left lead was placed into the ipg. Lead impedances were tested normal and therapy was restored post-operatively. Issue was resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report#3006705815-2018-02571. Reference MFR report#1627487-2018-09868. It was reported the patient did not experience effective stimulation on the left lead. High impedances were noted on all lead contacts. X rays showed that the lead may be pulled from the header. Surgery may be pending to address the issue.